Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is complaining of intermittent shocking vaginally. They had hemorrhoid surgery that they think maybe led to this but was unsure of timeline when it really started. The rep activated every program to verify if the shocking was felt vaginally with each program. They said they definitely felt the shocking . As soon as the stim was felt so was the shocking. She was on p6 at 3.9. She was feeling stim as low as 0.7 with the shocking when rep ran through the different programs. Representative turned off the stim completely and asked her if the shocking was still there and she stated that it was. The nurse practitioner (np) requested that the stim be turned off and have the patient keep voiding diary during this pause period. They will contact office with her progress in (B)(6) or before if anything changes. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. The representative will obtain information from the hcp date (B)(6) 2022. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported that the cause of feeling stim when when was not determined. The most likely cause was was unknown. Rep had not been told of what intervention has been taken or will be taken, and it was unknown if the issue has resolved.